Manufacturer narrative:
The qa (quality assurance) investigation summary was rec'd on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.

Event description:
Pain shoot up in the body [pain], pain in left arm [pain in extremity], can hardly move the left arm [mobility decreased], did not alleviate my pain [therapeutic response decreased], injection very painful [injection site pain]. Case description: spontaneous report was rec'd on (B)(6) 2013 (add'l info rec'd on (B)(4) 2013) from a pt (demographics not provided), initials (B)(6), with osteoarthritis of both knees. The pt's medical history was not provided. On (B)(6) 2013, the pt initiated treatment with synvisc (hyland gf-20) injection (route of administration and dosage regimen not provided) in both knees. The lot number for synvisc was not provided. The same day, the pt developed pain shoot up the body, pain in left arm and "can hardly move the left arm." It was reported that the injections were very painful and did not alleviate pain (subtherapeutic response). On an unspecified date in (B)(6) 2013, the pt rec'd treatment with steroids for the events of pain shoot up the body, pain in left arm and "can hardly move the left arm." The action taken with the synvisc was not provided. The outcome for all the events was not provided. Concomitant medications reported include cortisone injections. The intensity for the events was not provided. The causal relationship of synvisc with the events was not provided by the rptr.